Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred and the procedure was delayed in 20mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that no x-ray. Review of the system log file showed that a communication timeout has occurred with the generator. Upon troubleshooting, fse found the cube was faulty. To resolve this issue, fse replaced the cube module. The deflective cube module was returned to philips for analysis and error log files revealed a intermittent issue with can communication, which had evident in both the customer system and the test station. After replacement, the system was returned to use in good working order. The system was returned to use in good working order.

Event description:
It was reported to philips that the system could not emit x-rays. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.